Event description:
It was reported that there was a lead migration. Reprogramming was performed to determine coverage and the results were good despite the lead migration. The patient was noted to be receiving effective therapy. There were no patient symptoms or complications noted for this event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).